Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter was displaying an unspecified error message. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer care advocate (cca). The patient reported the alleged issue began sometime in (B)(6) 2011 prior to contacting lfs. As part of the patient diabetes regimen, the patient claimed he is on pills with diet/exercise. It is unclear in the documentation what action the patient took at the time the alleged issue began. A few months later, the patient developed symptoms of cold sweats and sleepiness. It is not known what kind of treatment he received at the time he developed the symptoms; however, indicated that sometime in (B)(6) 2012, he had visited his health care provider (hcp). During his visit with his hcp, the patient stated he was administered food/drink and was tested by the lab with a result of "275 mg/dl." At the time of troubleshooting, the cca noted the alleged unspecified error message was resolved; however, replacement products were sent still to the patient. Since the mss was not able to obtain additional information, this complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.